Event description:
Linked to tw (B)(4) the hospital reported a vasoview hemopro 2 dysfunction and dead cutting head in the middle of harvesting. They asked for a new kit, and they were intact and finished the job properly.

Manufacturer narrative:
Tw (B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. A lot history record review was completed for lots 3000523769, 3000520508, and 3000513969 the last 3 lots shipped to the account prior to the event/aware date. For lot # 3000523769. There was an ncmr documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. For lot # 3000520508 and 3000513969 . There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.